Event description:
It was reported that the insulin pump alarmed no delivery. Upon troubleshooting, it was found that the device was working as designed. The blood glucose reading was 240 mg/dl. The customer was advised that the alarm had been caused by an infusion set or reservoir occlusion. Nothing further reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4). Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.